Event description:
It was reported that the pt experienced a return of preexisting pain symptoms and had no stimulation. Telemetry revealed that the neorostimulator was at elective replacement indicator (eri), and the battery needed to be replaced. The pt underwent replacement surgery. The pt outcome was reported as no injury.